Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the uim (user interface model) does not power up while using the avea ventilator. The customer observed, the led's (light emitting diode) on the membrane panel, were lit-up and reported the problem is intermittent. The customer reported the suspect device was available for evaluation and the return process initiated. Upon further investigation, the customer reported patient involvement, but no known patient impact or consequence associated with this event.